Manufacturer narrative:
Event date is an estimate. Device not returned for evaluation.

Event description:
It was reported that due to urinary incontinence the patient had an artificial urinary sphincter (aus) implanted. After this implant, the patient stated that he started with using 1 to 3 pads a day, but now is up to 3 pads a day.